Event description:
Pt went in for out-pt tubal ligation and uterine ablation using thermachoice-balloon device used for ablation. The tubal ligation went fine, then when the physician proceeded with the ablation, the balloon exploded, causing significant blood loss, and resulting in hysterectomy, and hospitilization.